Event description:
It was reported that the right ventricular (rv) lead displayed an acute rise in thresholds which stabilized over time. The lead remains in use. No patient complications have been reported as a result.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.